Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the root cause of the event cannot be determined; however, surgical technique and patient factors may have contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a bioprosthetic aortic valve, implanted one year, 11 months was explanted due to unknown reasons. The explanted device was replaced with another valve. Post op status was reported as in recovery. It was learned patient expired on post operative day three.

Manufacturer narrative:
Through review of the medical records it was determined that the device was explanted due to endocarditis and aortic root abscess. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: unknown at this time if the device is available for return. Device follow up is in progress to get determination of type of infection. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. In this case, the operative notes indicate the tissue surrounding the aortic valve was fragile. There was no malfunction of the valve.

Event description:
Edwards received information that a 25mm aortic bioprosthetic valve, implanted one (1) year and eleven (11) months was explanted and replaced with a 3300tfx 25mm aortic valve. Through follow up with the health care provider, it was learned this device was explanted due to dehiscence of the aortic valve. It was indicated there was an infected sebaceous cyst in the soft tissue as the check was entered. This was above the pectoralis muscles. It was cultured and there were numerous "polys" but no bacteria. Cultures were also sent for the purulent maroon-colored hematoma that oozed out from underneath the left coronary button. Patient underwent a bentall procedure to reconstruct the ascending aorta for an aneurysm of the sinus of valsalva. The operative report indicated the aortic valve "looked pretty good" at explant but had been rocking back and forth in the annulus and was barely attached to the aortic annulus for half of its circumference. Patient also had severe tricuspid regurgitation, mild mitral regurgitation, hematoma and an abscess underneath the left coronary button resulting in the decision to replace the aortic root. The surgeon commented that he had done four (4) bypasses and avr with this patient in 2015. Patient was in complete heart block and ppm was implanted. On pod-3 the patient expired.